Manufacturer narrative:
H.10: the claimed pump was inoperative since it resulted mechanically blocked and it did not spin. The root cause of the reported event was a mechanical failure most likely due to wear. The pump works immersed in water and water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase led to degradation\corrosion of the pump bearing not allowing the shaft rotation.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The patient pump 2 was replaced in order to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t patient pump not working. Issue identified during servicing. There was no patient involvement.